Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to failure to osseointegrate 2 months and 22 days after implantation. The doctor indicated that local infection may have caused the implant removal. The patient has a history of hypertension and diabetes and has been recovered without complications.